Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). An xtw clip was advanced into the anatomy and during gripper orientation above the valve, movement of the posterior gripper was not able to be seen. Troubleshooting was performed and the gripper was seen to move. However, when attempting to grasp the leaflets, the gripper was again not functioning. The clip was removed and another was used to complete the procedure, reducing mr to grade 1.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.